Event description:
A report was received that the patient stimulation turns on and off. During an ipg revision the physician noticed that impedances were extremely high. The paddle was hooked up to the external trial system and got same result. The physician recommended the patient to seek advice from different physician and possible to do another trial.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) model description: artisan 2x8 lim, 70cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo another trial procedure. No further action will be taken. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient stimulation turns on and off. During an ipg revision, the physician noticed that impedances were extremely high. The paddle was hooked up to the external trial system and got same result. The physician recommended the patient to seek advise from different physician and possible to do another trial.